Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "compressor failure -1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during evaluation of the device. The self-check failure 1001 was determined to be caused by a corrupted calibration table. Possible ways that would cause the calibration table to be corrupted include, performing calibration/test sequence or set-up incorrectly. The calibration table was reloaded to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.